Manufacturer narrative:
(B)(6). The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered as operational context as it is considered likely that the device met specifications but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed, calcified, target lesion was in the moderately tortuous left superficial femoral artery (sfa). A f/g sterling otw 5.0 x 40/80 (4f) balloon catheter was advanced to treat the target lesion. The balloon was inflated once at 6 atmospheres (atms) for 60 seconds (secs) and one at 10 atms for 60 secs. On the third inflation, the balloon ruptured at 12 atms. The procedure was completed with a symmetry balloon. There were no pt complications reported with the pt's current condition listed as fine.